Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. According to smart chip verification, the reported balloon catheter 2af283 lot number 18994 was used for two injections. The pressure test was not showing any leaks. However, upon inflation, the guide wire lumen was kinked at 0.90 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo. The balloon catheter was returned and subsequently tested out of specification per the manufacturer's investigation.